Event description:
It was reported that an unspecified malfunction occurred. Customer's blood glucose level ranged from 87-150 mg/dl. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer reverted to manual injections for insulin therapy.